Manufacturer narrative:
(B)(4). Batch # m53k8l. Additional information was requested and the following was obtained: when the device blocked, did the device deliver any staples into the tissue? No if yes, were the staples formed properly? If yes, was the staple line complete? When the device blocked, did the device cut the tissue? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the surgery the device not trigger shot, was blocked. It could not be close to the end. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.